Event description:
Technician alleged that the brake steer caster will brake in the brake position but continues to swivel. No alleged injuries by the account.

Manufacturer narrative:
The technician replaced the brake steer caster to resolve the issue.